Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly the hearing performance with the device has started to decrease 6 months after the initial implantation. The sounds are described by the user as "crackly", "noisy" and "unclear". CT scan has been ordered, but has not yet been performed. Additional mapping and revision surgery are being considered.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. A re-insertion surgery is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Reportedly the hearing performance with the device has started to decrease 6 months after the initial implantation. The sounds are described by the user as "crackly", "noisy" and "unclear". The clinic plans to try to re-insert the electrode array, if unsuccessful the user will be re-implanted. No date for revision surgery is scheduled yet.